Event description:
An optician reported on behalf of the consumer that the contact lens was too attached to the cornea, and it was impossible to remove it. Consumer consulted optician, indeed, optician also found many difficulties in removing it, but with the aid of an eye cup, and physiological solution, they managed to do it. Consumer underwent a fluorescein slit lamp examination which showed marked corneal suffering at the apical level and a real cornel ulcer. It was also reported that there were no deposits, nor alterations of the edge noticed after examining the surface of the lens with the lamp and with the magnifications. Optician suggested a consumer contact, a trusted ophthalmologist, but the same customer preferred to use tobramycin dexamethasone and close the eye for 24 hours with sterile gauze. The current status of the eye was unknown at the time of reporting. Additional information has been requested but not yet received.

Manufacturer narrative:
Device evaluated by MFR: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot #: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under (B)(4) for the reported lot number n1196717. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).